Event description:
The pt reportedly experienced ongoing intermittency and poor performance with use of the device. Programming changes were made and external equipment was exchanged; however, the issue was not resolved. Device revision surgery will be scheduled.